Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error and keypad anomaly. The customer¿s blood glucose was 96 mg/dl at the time of incident. Customer stated that the insulin pump alarmed critical pump error and the buttons were unresponsive after exposure to moisture. Customer reported that changing the battery did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. No frozen screen noted. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm or keypad anomaly due to critical pump error alarm.